Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the needle held during use (end, swage, tip, middle)? What size of needle piece (in mm) was removed from the patient tissue? Were all the needle pieces removed from the patient? Was additional dissection / cutting of the uterine myometrium indicated to remove the needle? Was the needle removed during the same procedure? What is the surgeon opinion as to the causative factor for the needle breakage? Do you have the needle for evaluation at cg labs? What are the patient age, weight and medical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a c-section procedure due to placenta previa on (B)(6) 2016 and the suture was used. During the procedure, the needle was broken off at the middle part when the needle tip tried to be taken out from the uterine myometrium tissue. The x-ray was used in order to search for the broken piece. When a part of the uterine myometrium was incised, the broken piece was found and retrieved from the patient. Another like device was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: where was the needle held during use (end, swage, tip, middle)? The needle was probably held between the swage and body parts during use as per the report. (There was a holding mark left between the swage and body parts.) What size of needle piece (in mm) was removed from the patient tissue? The needle actually was broken off at approximately 9.5mm from the swage part. Were all the needle pieces removed from the patient? Yes. Was additional dissection / cutting of the uterine myometrium indicated to remove the needle? Yes. Was the needle removed during the same procedure? Yes. What is the surgeon opinion as to the causative factor for the needle breakage? No information. Do you have the needle for evaluation at cg labs? Yes. What are the patient age, weight and medical history? The patient age/wt/mhx: unknown. What is the current condition of the patient? Good.

Manufacturer narrative:
Date sent to the FDA: 03/10/2017. A fracture was observed in the body of the needle. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.